Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 7495-51, serial# (B)(4), implanted: 1999 (B)(6); product type extension product ID 3387-40, lot# l65785; product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 7495-51, serial# (B)(4), implanted: 1999 (B)(6); product type extension product ID 3387-40, lot# l71946, implanted: 1999 (B)(6); product type lead product ID 3387-40, lot# l65785; product type lead product ID 3387-40, lot# l71946, implanted: 1999 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was lead erosion and the patient was having a full system explant on the day following the date of this report due to the lead erosion. It was unknown when the erosion was noticed or diagnosed. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2015-00982.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 3387-40, lot# l65785, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 3387-40, lot# l71946, implanted: (B)(6) 1999, product type: lead. Product ID 3387-40, lot# l65785, product type: lead. Product ID 3387-40, lot# l71946, implanted: (B)(6) 1999, product type: lead.

Event description:
It was later reported that the patient's system was being explanted on the date of this report. The healthcare professional was able to remove the stimloc. The patient's lead was removed due to erosion of the extension. The cause of the event was determined to be poor patient care. The patient had since passed away which was noted as not device related.